Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified coronary artery. An nc emerge was advanced for dilation. However, the balloon ruptured. The device was removed and proceed with a new balloon. There were no patient complications.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.